Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging studies were returned to the manufacturer,therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2007, the patient presented with severe pain in right lower extremity. The impression drawn from this visit was l4-5 chronic disk osteophyte complex with chronic right lower extremity radicular complaints in l5 distribution and some mild foraminal narrowing on the right l5-s1. On (B)(6) 2007, the patient presented with radicular pain in right lower extremity in an l5 distribution and was admitted. She was diagnosed with recurrent l4-5 herniated nucleus pulposus. Mild foraminal stenosis at l5, s1 and some lateral recess stenosis at l4-5 also compressing the l5 nerve root was observed. The following procedures were performed on her: l4 and l5 right-sided revision laminotomy, posterolateral arthrodesis, l4-5. The posterolateral elements were meticulously decorticated from l4-5 with a high speed bur, and then a combination of rhbmp/2acs, 5cc of dbx bone putty, and cancellous allograft were placed into the left posterolateral gutter. On (B)(6) 2007, the patient was discharged. On (B)(6) 2007, the patient visited the office for followup. On (B)(6) 2007, the patient underwent ls-spine 2 or 3 views. No evidence of hardware complication was found . On (B)(6) 2007, the patient presented for an office visit to followup. Improving lumbar radiculopathy, significant decrease in radicular complaints were inferred. On (B)(6) 2007, the patient presented with intermittent burning type pain in her foot and some aching pain in low back. On (B)(6) 2007, the patient visited the office for followup. Impression : stable postoperative lumbar spine. Radiographs obtained revealed no evidence of hardware complication. Impression: improved low back pain and status post l4-5 posterolateral fusion with rhbmp/2acs , unilateral instrumentation and revision decompression with continued neuropathic pain in the right lower extremity. On (B)(6) 2008, the patient underwent an MRI and CT lumbar spine without contrast. Impression : 1. Mild neural foraminal narrowing on the right at l4-5 secondary to disc bulge. 2. Epidural fibrosis is present adjacent to the right l5 nerve root at l4-5. 3. Stable and mild neural foraminal narrowing on the right at l5-s1. 4. Postsurgical changes involving l4 and l5 without evidence of hardware complications. 5 . Loss of normal fat plane about the proximal right l5 nerve root. On (B)(6) 2008, the patient presented with osteoporosis and underwent dxa study. Impression : 1. Normal bone mineral density in the lumbar spine. 2. Moderate bone mineral loss in the right hip. Fourfold risk for fracture in this region. 3. Mild bone mineral loss in the left hip. Twofold risk for fracture in this region. 4. Findings in the right hip show prompt consideration for drug therapy for moderate bone mineral loss. On (B)(6) 2008, the patient presented with hyperthyroidism secondary to graves' disease. She underwent total thyroidectomy and intraoperative neurophysiology testing of the recurrent laryngeal nerves. On (B)(6) 2009, the patient consulted the physician due lower back pain. The following impressions were drawn: postlaminectomy syndrome of the lumbar spine and lumbosacral radiculitis. On (B)(6) 2009, the patient presented for an office visit. The impressions drawn following her visit were postlumbar laminectomy syndrome and chronic pain syndrome. On (B)(6) 2009, the patient presented for an office visit. On (B)(6) 2009, the patient presented with chronic pain syndrome and post laminectomy syndrome, lumbar. The patient underwent fluoroscopy. On (B)(6) 2009, the patient presented for an office visit. The assessment drawn pointed out chronic pain syndrome and postlaminectomy syndrome, lumbar. On (B)(6) 2010, the patient presented for a preoperative visit for permanent dorsal column stimulator placement. On (B)(6) 2010, the patient presented with chronic pain syndrome and post laminectomy syndrome, lumbar. The patient then underwent permanent dorsal column stimulator implant. Implantation of bilateral stimulators, 1 for spinal cord stimulation, the other for peripheral nerve stimulation, fluoroscopy. On (B)(6) 2010, the patient presented for an office visit for a followup for chronic pain syndrome; postlaminectomy syndrome, lumbar with implantation of stimulators. On (B)(6) 2010, the patient presented for an office visit. Left ac joint shoulder injection was performed. On (B)(6) 2010, (B)(6) 2011, the patient presented for an office visit. She was assessed for chronic pain syndrome, post laminectomy syndrome of the lumbar spine and left shoulder arthralgia and knee arthralgia ((B)(6) 2011). On (B)(6) 2011, the patient presented for an office visit and was diagnosed with left trochanteric bursitis, chronic pain syndrome and lumbar postlaminectomy syndrome.

Manufacturer narrative:
Corrected data: \modification adjmnt was checked in error.